Event description:
It was reported the patient was seen on (B)(6)2010 with noise, oversensing, and the lia (lead integrity alert) triggered. Reprogramming of the device was done and the patient was scheduled for lead explant and replacement on (B)(6)2010. The patient died during the procedure. It was reported there were no shocks delivered during the entire monitored period from first office visit to procedure date. All pacing functions were normal. Further reported all noise and sensing issues of the lead began "post mammogram on the same day." The cause of death was reported to be pericardial effusion.

Event description:
It was reported the patient was seen on (B)(6)2010 with noise, oversensing, and the lia (lead integrity alert) triggered. Reprogramming of the device was done and the patient was scheduled for lead explant and replacement on (B)(6)2010. The patient died during the procedure. It was reported there were no shocks delivered during the entire monitored period from first office visit to procedure date. All pacing functions were normal. Further reported all noise and sensing issues of the lead began "post mammogram on the same day." The cause of death was reported to be pericardial effusion. Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary -(B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer tubing overlay breached cut. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary -(B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer tubing overlay breached cut. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary -(B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer tubing overlay breached cut. Proximal segment returned and analyzed. (B)(4) no anomalies found. Follow up with manufacturer's representative revealed lead extraction was attempted, but after several hours, not possible. "They went far into the heart to attempt to retrieve leads and that is when the patient condition began to deteriorate." The representative thought a puncture was around the svc, the patient tamponaded, and could not be resuscitated. The device maintained a rhythm and device operation continued effectively during the resuscitation. Further reported the mammogram had required manipulation of the device in the pocket as the patient was wheelchair bound. Also reported patient had been pacemaker dependent.